Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2014 with the following findings: one 128 warning and multiple alarms were observed in the pump's black box on (B)(6) 2014. The alarms were defined as post motor deliver power supply faults. The pump's current draws were within specifications. Multiple load step functions were performed in order to exercise the motor. No alarms were duplicated during investigation. There was evidence of moisture contamination inside the pump. The audio bolus button cover was detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.